Event description:
It was reported that during a da vinci si hysterectomy, the plate inside tip of the mega needle driver instrument came off, fell into the patient and was retrieved. The planned surgical procedure was completed with no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering noticed the carbide insert detached from one of the instrument grips and no adhesive residue was observed on the grip tip surface. The detached insert was returned with the instrument. No damage was found on the insert on the other grip tip.